Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. In the message, health professional said they have a lap-band to return to allergan. No additional info was provided. Follow-up findings: pfn was sent to allergan with device. Event description states: "band explant - slip 10-4 o'clock, most of the stomach above the band." Follow-up findings: pt presented with abdominal pain and an esophagram identified the band slippage. During the surgery, a hernia repair was performed. The facility did not know the causality of the hernia or it was pre-existing to the lap-band system. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. (B)(4). The access port connector associated with this report was not returned with the lap-band sys by the reporter. The reporter of the complaint was asked to indicate the product serial number and date of event. The info has not yet received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given and both the taper I and taper ii were available at the time of the implant date. Allergan has received the product, however, the analysis has not been completed at this time. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."